Event description:
It was reported the fecal management system retention balloon was "difficult to inflate" due to a suspected blockage in the inflation port or tubing. No patient involvement was reported.

Manufacturer narrative:
Additional information was received on 07/16/2015. Third party manufacturer reviewed the routers used to process lot #13vm507576 and no deviations or discrepancies were noted. The lot was manufactured without incident. The retain samples for this lot were inspected and they were found to be functional and non-defective. After a thorough batch review no discrepancies or non-conformances were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No further information was available at the time of the report. Additional patient/event details have been requested. There were no reports of the patient being harmed as a result of this malfunction. Should additional information become available, a follow-up report will be submitted.